Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round moderate plus profile 275cc saline prosthesis, catalog #3502275, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with mentor smooth round moderate plus profile 275cc saline prostheses. The left prosthesis was inflated to 290ccs, and the right to 270ccs. On (B)(6) 2018 right sided deflation was diagnosed. As a result, bilateral prosthesis replacement with 275cc mentor memorygel breast implants was performed on (B)(6) 2018. During the replacement surgery bilateral capsular contracture, described as mild (baker¿s grade unknown), was treated. No procedural complications were noted. (See 1645337-2018-02646 for contralateral prosthesis report).

Manufacturer narrative:
The device history record (DHR) of lot number 5890153 was reviewed on 6/18/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).